Event description:
It was reported that the drill bit allegedly came off of a motor device during an unspecified surgical procedure. It was unknown to the reporter if there were any delays in the surgical procedure or if a spare device was available. It was unknown if injuries or medical intervention occurred. If any further information is obtained, a supplemental report will be filed accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering performed a functional assessment of the suspect device and observed. The condition could not be confirmed. Use testing was performed on the suspect device and the alleged complaint could not be duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.